Event description:
Healthcare professional reported "deflation" of a non-(B)(6) device. This record is for the right side. The device has been explanted and replaced with another manufacturer´s device. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)"